Event description:
The pt who was getting his immunizations in anticipation of discharge home from the nicu when a 30-gauge 0.5 inch needle was broken off in his right thigh. Two rn's were holding and restraining the rt. Leg for 2 immunizations. Infant became combative and jerked rt. Leg backwards while prevnar needle in thigh, causing needle to break in upper thigh. The pt underwent surgical removal of the needle under general endotracheal anesthesia. The needle was deep to the muscle fascia; therefore, the muscle fascia was spread in the direction parallel to the fibers, and using c-arm in alternating planes at right angles, the tip of the hemostat was directed down to the needle, which was found in the deep aspect of the lateral quadriceps. No major vascular or neurological structures were encountered. The needle was able to be removed without difficulty. The pt did well and was discharged home in 2009.

Manufacturer narrative:
Device not available for analysis, hospital will not release the sample.